Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient developed an infection resulting in fixture loss. Treatment with antibiotics (date and type are not reported) was unsuccessful. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.